Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 268 mg/dl. The customer reported treating with the insulin pump. Troubleshooting was done. The customer states the cannula was bent and occluded. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.